Event description:
Per email from tbm (B)(6), right out of the box it would start running, but the ball would not rise, and then it would alarm within 5 seconds. So I took another one out of the box and the same thing. I could not get the ball to rise on the flow meter will bring back attention sam shelnutt.